Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type ia endoleak was discovered at the 30 day follow up. The physician elected to implant another manufacturer¿s stent with 6 endoanchors. The final angiogram showed that the type ia endoleak was resolved. The physician stated that the cause of the event was a short conical neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.